Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/7/2023, it was reported by a facility representative via (B)(4) that an ar-8330h shaver hp was rusting in the area of the connector and the cap. This was discovered while cleaning after the case with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Shp cable) the evaluation confirmed the reported event, "on 11/7/2023, it was reported by a facility representative via (B)(4) that an ar-8330h shaver hp was rusting in the area of the connector and the cap. This was discovered while cleaning after the case with no reported patient harm." And attributed to use error.